Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml at 57.5 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient had a refill on (B)(6) 2018 and the clinic that performed the refill did not update the concentration. 1000mcg/ml was programmed but 500 mcg/ml was actually filled into the pump; toxicology was performed of the drug to verify this. It was confirmed that the patient had been getting approximately 57.5 mcg/day of drug. The caller stated that they were going to change it to the correct concentration and update the dose; the new dose was increased by 10% (63.25 mcg/day). The patient had no symptoms. No further complications have been reported as a result of this event.